Event description:
Event description cpi received information that an invasive procedure was performed on the patient of this endotak transvenous defibrillation lead and this bipolar lead due to oversensing. Upon examination the leads showed ruptures in the insulation. They were both explanted.